Event description:
A customer obtained troponin (accu tni) result above the ami cut-off on one patient sample. The original sample was re-centrifuged and subsequent testing produced an accu tni result in a lower clinical reference range which was reported out of the lab. The elevated result was not reported out of the lab. There was no injury or change in patient treatment associated with this event.

Manufacturer narrative:
The specimen was collected in a plastic bd 13x100mm lithium heparin plasma tube with a gel separator and centrifuged for 5 minutes at 4,4000 rpm. The sample was analyzed from the primary tube. Based on available information, the specimen was initially spun down in the "wrong centrifuge". Qc was within the customer's established ranges prior to the event. There were no event log messages associated with this event. A field service engineer (fse) was not dispatched, as customer is not questioning instrument performance or any other assays. Although pre-analytical sample handling is considered a likely contributing factor, a definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.